Event description:
It was reported to medtronic minimed that the customer reported damaged pump, retainer ring was not available. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-441ag. Troubleshooting was performed. No harm requiring medical intervention was reported. Instruct customer to discontinue pump use and revert to back up plan as per hcp instructions. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-441ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with dog chew marks at the reservoir compartment and at the reservoir tube lip. The retainer ring was missing. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: minor scratched display window, scratched display window cover, broken belt clip rail, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Cosmetic damage was confirmed at the reservoir compartment. Damage-retainer ring damage confirmed. Damage-reservoir unable to lock into place confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.